Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief and the trunk cable was severed and missing. The cause for the failure was the strained dn to rear te cable and missing trunk cable. The root cause for the severed and missing trunk cable was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.